Event description:
In 2008, abbott spine became aware of the following event from a postmarketed study. About 3 months prior, the pt underwent a l5-s1 minimal invasive procedure. On an unk date, the pt experienced chronic numbness and tingling in the left leg, mechanical back pain, and gi distress. On an unk date, the gi distress resolved. About 3 days later, the events of chronic numbness and tingling in the left leg, mechanical back pain, have not resolved. The pt wore a bone stimulator. There is no planned revision surgery. The reporting physician believed that the chronic numbness and tingling in the left leg. Mechanical back pain, were not related to pathfinder screw system.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation pending.